Event description:
It was reported that the customer accidentally dropped the pump, leading to a malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the customer was able to resume insulin therapy without requiring further assistance.